Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: caval thrombosis, thrombosis/embolism and perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, at filter placement, the patient had a preoperative diagnosis of abdominal pain, perforated viscus, history of multiple deep vein thrombosis (dvt), and pulmonary embolus. The patient underwent placement of the ivc trapease filter using ultrasound guidance and fluoroscopy and a laparoscopy. Using subtraction angiography mode, a venogram was completed; the renal vessels were seen at the anterior vena cava. The trapease filter was placed without any problems. The patient tolerated this well. Approximately six months later, the patient had developed progressive bilateral lower extremity edema, and a computerized tomography (CT) venogram demonstrated thrombus within the filter. Approximately nine months after the filter was implanted, the patient was recommended a cavogram and ivc filter removal to relieve suspected partial obstruction of the ivc with venoplasty and or stenting as deemed appropriate after review of the images. According to the ultrasound-guided access findings, the inferior vena cava is patent above the level of the ivc filter. The ivc filter appeared completely occluded and the character of the occlusive material seemed chronic due to inability to easily pass a wire. The right common femoral vein and external iliac veins were patent. The right common iliac vein appeared chronically occluded, resulting in an unsuccessful attempt to remove the ivc filter due to chronic occlusion of the ivc at and below the level of the filter. Also noted was chronic appearing occlusion of the right common iliac vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc and device unable to be retrieved, including an unsuccessful percutaneous removal procedure attempt approximately nine months after the filter was implanted. The patient further reports that exams performed of the patient¿s trapease ivc filter reported caval thrombosis, thrombosis/embolism and blood clots, clotting and/or occlusion of the ivc. A later exam noted perforation of the filter strut(s) outside the wall of the ivc. The patient further asserts to have suffered from swelling and pain post-implant due to these injuries, which have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of multiple deep vein thrombosis (dvt) and pulmonary embolus (pe). In addition, the patient appears to have recently presented with abdominal pain and a perforated viscus. The filter was implanted via the right femoral vein without any problems. Immediately post-implantation, the patient underwent a laparoscopy that revealed no evidence of peritonitis or fluid. The gallbladder was noted to be adhered to the colon and this was separated. Once the sigmoid colon was mobilized, a small fibrous exudate was noted without signs of pathology. The patient is reported to have tolerated the procedure well. Approximately six months after the filter implantation, the patient developed progressive bilateral lower extremity edema. A computerized tomography (CT) scan revealed thrombus within the filter. The patient also reported that filter strut(s) had perforated outside the inferior vena cava (ivc) and was associated with blood clots, thrombosis, embolism, clotting and/or occlusion of the ivc. Approximately nine months after the filter implantation, the patient underwent a cavogram that revealed that the ivc was patent above the filter. The filter appeared to be chronically occluded. The right common femoral and external iliac veins were patent. The right common iliac vein was chronically occluded. This resulted in an unsuccessful percutaneous attempt to remove the filter. The patient further reported having experienced swelling, pain, emotional distress, mental anguish, anxiety and stress associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported ivc perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately nine months after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Embolism, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, caval thrombosis, thrombosis/embolism and perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/embolism within the ivc and/or vasculature do not represent a device malfunction. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: caval thrombosis, thrombosis/embolism and perforation of the filter strut(s) outside the wall of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.